Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and spinal cord injury / disease. It was reported that the patient was taking a shower and when she got out she felt a sharp pain. The pump was described as having come out of her body and was sitting on top of her body. The event occurred on (B)(6) 2016. The pump was explanted. The drug lot number of baclofen was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.